Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose at the level of 590 mg/dl. Customer was treated with insulin pump. Troubleshooting was performed. Customer was advised a replacement will be sent. Device is expected to be returned for analysis.